Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 3776807.

Event description:
It was reported one of the leads had fractured, which was confirmed via x-ray imaging. As a result, the system was explanted and replaced. It is unknown which lead fractured.